Manufacturer narrative:
The insulin pump was received with a broken battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the area by the battery compartment is broken off. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.